Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of high inr results and error codes on coaguchek xs meter serial number (B)(4) received questionable results compared to an urgent care roche meter with an unknown serial number and a laboratory result using an unknown method. At 5:28 a.m. The meter result was 6.1 inr. At approximately 9:30 a.m. The urgent care meter result was >8.0inr and within 7 hours the laboratory result was 10.7 inr. Based on the laboratory result, the patient was given vitamin k in addition to having a plasma transfusion. The patient noted that he believes the meter did its job of letting him know that his inr was high to receive appropriate treatment. The patients therapeutic range is 2.0-3.0 inr and tests 2 times per week. The patient is in good condition. On (B)(6) 2019 the patient received an 'error 000' two to three times and an 'error 5' once. It was noted that their blood seemed very watery and was difficult to form bubble for dosing and that the other strip had a lot of blood on it, but the blood did not travel up the channel as it should when dosed to the top of the clear window. Instead it went down and could be seen between the clear plastic and black background on the back of the strip.